Manufacturer narrative:
(B)(4). The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stenting procedure at the pylorus on (B)(6), 2010. According to the complainant, the physician was attempting to treat a 5cm lesion in the patient's pylorus (the anatomy was noted to be moderately tortuous). As the physician attempted to deploy the stent, the outer sheath, distal to the handle, separated from the device. The stent was unable to be deployed. The physician was able to easily remove this device and use another wallflex enteral duodenal stent to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stenting procedure at the pylorus on (B)(6), 2010. According to the complainant, the physician was attempting to treat a 5cm lesion in the patient's pylorus (the anatomy was noted to be moderately tortuous). As the physician attempted to deploy the stent, the outer sheath, distal to the handle, separated from the device. The stent was unable to be deployed. The physician was able to easily remove this device and use another wallflex enteral duodenal stent to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted, and he outer sheath was retracted from the distal tip by 1.5 mm. The distal handle was detached from the outer sheath, which is consistent with excessive tensile force having been applied to the shaft. During functional analysis, strong resistance was encountered when an attempt was made to retract the outer sheath by hand and deploy the stent. However, it was possible to partially deploy, reconstrain and fully deploy the stent without issue. There was no issue in the movement of the outer sheath proximally or distally. No issues were noted with the profile of the deployed stent or inner lumen. Device analysis determined that the condition of the returned device was consistent with the complaint incident. Based on the condition of the returned device, and the evaluation conducted the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.